Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to prolonged pairing of the pump with the dexcom g7, which had been attempting to pair for approximately 30 to 45 minutes. The pump displayed alerts indicating to replace the sensor from a prior session. The patient was guided to toggle settings and attempt re-pairing. The patient reported that prior to reconnection, a glucose reading of 64 mg/dl briefly appeared and then disappeared, prompting the patient to treat the low glucose. The patient subsequently reported feeling better, although glucose readings were temporarily unavailable on the device. Glucose readings later resumed, with a reported value of 87 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.